Manufacturer narrative:
(B)(4). The customer returned one spiral-flex et tube, size 7.0 for investigation. The et tube was received loose without its original packaging. Visual examination of the returned et tube revealed the tube was damaged between the 16 and 18cm mark as the tubing was visibly pinched compared to the rest of the tubing. The type of damage observed is consistent with damage that can be caused when a reinforced tube is used orally without a bite block. No other defects or anomalies were observed. Kink testing was also performed and a ball bearing could not freely pass through the tube. Resistance was met at the same location where the tubing was visibly pinched. Based on the investigation performed, the reported complaint was confirmed. A device history record review was performed on the spiral flex et tube with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the condition of the sample received, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the reinforced tube had completely collapsed where the tube meets the mount. Intervention - the surgeon was asked to close the chest and insert a chest drain. A bronchoscopy was performed, the tube was removed and a new endotracheal tube was inserted. The patient's condition is reported as fine and remained stable at all times during the event.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the reinforced tube had completely collapsed where the tube meets the mount. Intervention - the surgeon was asked to close the chest and insert a chest drain. A bronchoscopy was performed, the tube was removed and a new endotracheal tube was inserted. The patient's condition is reported as fine and remained stable at all times during the event.